Manufacturer narrative:
The device was not returned as it remains implanted in the patient. As such, physical analysis was unable to be performed. However, it was confirmed the device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that subcutaneous hemorrhage or seroma, confusion and falls are all known risks with use of dbs. Based on a thorough review of the reported complaint boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced falls and confusion due to a hematoma discovered in the subdural, left parietal temporal lobe. The physician suspects small vessels were impacted during the left brain electrode insertion during the dbs stage one implant procedure. Therefore, the patient was hospitalized and underwent a subdural hematoma evacuation procedure. The patient has since been discharged from the hospital and is expected to fully recover.